Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1927bcf-45 batch 15374184 was received for evaluation. Visual inspection revealed that the screw was broken in half, and damage was also noted on the threads, indicating that excessive force had been applied. It was also noted that corrosion on the laser marks, most likely a result of the cleaning process, is likely to occur, as this is a single-use device and cleaning will damage it. The most likely cause of the reported and observed failure is a user error. Including excessive force, misalignment of the insertion, and improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st september 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.